Event description:
It was reported that the doctor inserted catheter and noticed air and bubbles coming out when testing the catheter with a syringe. Before suturing no problems were noticed during priming prior to insertion.

Manufacturer narrative:
Qn#(B)(4). The customer returned one hemodialysis catheter assembly and an irrigation tube with a clamp for analysis. The threaded compression sleeve and the compression sleeve were not returned for analysis. Signs of use in the form of biological material were observed inside the catheter body. After failing functional testing, a leak was observed where the metal prongs meet the juncture hub of the connector assembly. The catheter body outer diameter was measured and was found to be within specification. A leak test was performed on the connector assembly. With the distal ends of the metal prongs occluded, water was injected through each of the extension lines. When injecting water through the lumen with the red clamp, a leak was observed at the connection point between the metal prongs and the juncture hub. No leaks were observed when injecting water through the lumen with the blue extension line. A green compression sleeve and a threaded compression sleeve from a lab inventory hemodialysis kit were attached to the catheter involved with this complaint. With the distal end of the catheter body occluded, water was injected through each extension line. No leaks were observed at the juncture hub. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The customer report of a catheter leak was confirmed through complaint investigation. The catheter appeared to leak at the connection point between the juncture hub and the metal prongs. The catheter body met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the returned device and the customer description, manufacturing caused or contributed to this event. A non-conformance request was created to further investigate this complaint issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor inserted catheter and noticed air and bubbles coming out when testing the catheter with a syringe. Before suturing no problems were noticed during priming prior to insertion.